Event description:
It has been reported a hypotension, a bleeding, a perforation and pericardial effusion occurred. During a cryo atrial fibrillation (a fib) ablation procedure, approximately 20 minutes after transseptal puncture, the patient was found to be hypotensive. A subsequent transthoracic esophagectomy (tte) revealed pericardial effusion. A pericardial synthesis was performed, and blood was found in the pericardial space. The bleeding resolved within approximately 20 minutes, and the patient recovered without incident. The physician believes that the perforation occurred during transseptal puncture. The transseptal puncture was not performed with abbott (non-boston scientific) products. The physician did not report that any abbott products functioned incorrectly or led to patient harm. The device is not expected to be returned for analysis. Medwatch report # (B)(4)

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.